Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported on one side of the wound it was inflamed at the implanted electrode on the patient's head. Presently, the patient was in the hospital anti-inflammatory hospitalization. Effective measures were taken as the patient went back to the hospital to reduce inflammation. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the inflammation was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the implant date of the lead is (B)(6) 2018. No further complications were reported.